Event description:
Patient reported that their back to back test readings obtained on their ss meter using separate finger sticks were 258 and 64 mg/dl (120% difference). No symptoms were reported. Patient was using expired test strips and control solution. Meter had never been cleaned. On follow-up, patient's spouse verified above information. Lfs representative reviewed qc procedures. Patient to call lfs and walk through control test with lfs rep once patient receives replacement strips and solution. There was no allegation of harm.